Event description:
It was reported during use that the touch panel of cardiosave intra aortic balloon pump (iabp) was not responding. The treatment proceeded with using an alternate machine. There was no harm and injury reported.

Manufacturer narrative:
Due to characterization limit, e1. Event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.